Event description:
Approximately four years post-implant, this patient was hospitalized with meningitis. The health care provider will provide the additional info regarding the pt's case and status, as soon as possible.